Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found partially torn, allowing for fluid egress. It cannot be determined when or how this damage occurred or if it contributed to the swelling at the infusion site. A root cause for the swelling at the infusion site could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels read "high" >27.8 mmol/l (>500 mg/dl) while wearing the pod on the abdomen longer than 48 hours. Hyperglycemia treated by activating a new pod and bolus 5 units.